Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported attempted to place a 4.7x10 at #30. Prepped per usual protocol, felt tight, attempted to remove and impression coping sheared off. Removed the internal part with a drill compromising implant. I replaced it with another implant using bone tap. Procedure completed using another implant or another device: 4.7x10 zimmer tsv.

Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. One (1) unknown impression coping was not returned. Visual evaluation was performed, the implant had signs of use. There was bone debris on the implant external threads. Damage was identified to the implants internal hex. The mount was fractured at the hex. The mounts hex piece was not returned. This complaint refers to the unknown impression coping. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown impression coping is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00123-haz, the most likely root cause determined from the investigation was material selection was not adequate to withstand recommended torque values for placement/seating or removal. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.